Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was received for analysis. A visual and microscopic examination found that the stent was damaged. The struts on the two of the rows in the center of the stent were raised and bent distally towards the tip section of the device. A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08591. Reportable based on device analysis completed on 28-nov-2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). Following predilation with a 2.0mm balloon catheter, a 2.75mmx38mm promus premier stent was implanted. Subsequently, a 16mmx2.75mm promus premier stent was advanced but failed to cross the lesion. Another 12x2.75mm promus premier stent was advanced to treat the lesion; however, the stent still failed to cross the distal lesion. The procedure was completed with a different device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed proximal stent damage.